Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, popping, grinding, loss of range of motion, damage to bone and tissue and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.